Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized for low blood glucose on (B)(6) 2020. The blood glucose at the time of the incident was 20 mg/dl. The low blood glucose was treated with glucagon injection. Based on customer report customer does believe that, the insulin pump is over-delivering. Customer is unable to upload to care-link at this time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report.